Event description:
Inbound call from patient to inform us that her new pump is not working and she received the return box for the old one which did not work and now she needs another return box for the new pump and a replacement. No effects were reported from the defective device and the infusion was not delayed. No other information was provided. Indication-systemic involvement of connective tissue. Reported to (B)(6) by pt/caregiver.